Event description:
The customer reported that the insulin pump alarmed and the numbers kept scrolling up on the screen. Advised the caller that the up or down button may be stuck. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad traces. Unable to confirm the buttons were ramping or scrolling during testing. However, the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The unit had cracked reservoir tube lip, scratched screen and case, and broken belt clip slot.